Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hip surgery and a revision procedure of the femoral neck system (fns) due to failure. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: functional/device interaction. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied x-ray from the attachments. The image was reviewed, and the complaint could be confirmed as the image showed that the fns implant and associated screws had backed out of the implant site. As the implant was not returned, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number is unknown. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the implant can be seen to have backed out of the implant site. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.